Manufacturer narrative:
(B)(4). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016. (B)(4).

Event description:
During follow up, a sudden battery voltage drop was seen. The device was explanted and replaced. The patient is in good condition.

Manufacturer narrative:
The reported premature battery depletion was not confirmed. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction